Event description:
It was reported that during a lap. Colon, the instrument stopped working during the case. Scrub activated in air and the blade broke off (not inside pt). Case completed with another device. No pt consequence.